Event description:
Report states that repeated exposure to antigenic natural latex such as is found in latex surgical or examination gloves has led to the development of latex allergies. No actual manifestation of reaction is specified or otherwise described. Diagnosis was made in september 2000 via a rast test.